Event description:
The pt experienced a sudden loss of therapy coinciding with a loss of telemetry. The deep brain stimulator was not flipped. The patient was scheduled to see a neurosurgeon for assessment of the device system. Additional information has been requested. A follow-up reported will be submitted if additional information becomes available. Please see MFR. Report# 3004209178-2008-06105.